Event description:
On (B)(6) 2025, the user, who had been using the pump for three weeks, reported experiencing multiple low blood glucose events, including a low of 50 mg/dl. The low was treated with apple juice. The user temporarily stopped using the device and reverted to a previous automated insulin delivery system.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.